Event description:
It reported to smiths medical that during set up/testing, the luer lock adaptor fell off. There was no patient involvement in this event.

Manufacturer narrative:
The subassembly in question is a00065 and is manufactured by smiths medical. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. Visual examination of the returned samples confirmed a disconnection. It appeared that an insufficient amount of solvent was applied during the bonding process. In july 2007, all manufacturing personnel were re-trained in proper bonding techniques. Smiths was able to confirm the issue and determine the possible cause. Review of the complaint database indicates this is the only reported issue for this subassembly in the last 24 months. Corrective action was addressed. No additional action is necessary at this time. Smiths considers this MDR closed with this report.